Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, while performing ligation to stop bleeding, the clip fell off. The clip was used to close the gallbladder duct. The clip was found loose in time when opened.